Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence and urethral atrophy are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence and atrophy are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. A replacement surgery was performed, during which the physician repositioned the cuff more distally due to urethral atrophy and downsized the cuff by 0.5 cm. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. Recurrent incontinence, urethral atrophy, decrease in pressure, mechanical issue and fluid leak are acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. The reported patient symptoms of recurrent incontinence and urethral atrophy are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. A replacement surgery was performed, during which the cuff was repositioned more distally due to urethral atrophy and downsized by 0.5 cm. The physician noted that the device was believed to have caused or contributed to the incontinence, stating that the pressure regulating balloon was reported to have lost elasticity over time, resulting in reduced fluid volume and decreased pressure in the cuff. No further patient complications were reported.